Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider cross checked and confirmed the fault with the display, replaced the display and the ventilator worked properly.

Event description:
It was reported that a ventilator display screen was blank when the device was turned on. There was no patient involvement.

Manufacturer narrative:
(B)(4). Although covidien was not authorized to conduct a failure investigation, the third party returned a lcd (liquid crystal display) assembly. Investigation was performed on the component and the alleged malfunction was confirmed.

Manufacturer narrative:
(B)(4). Date on follow up #1 was left blank. Should have been (B)(6) 2016.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.